Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The customer does not wear gloves when handling the module and uses a hormone hand creme with estradiol. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from one patient sample tested on the cobas e 411 analyzer (disk system). On (B)(6) 2025: the initial result with the patient sample in the original tube was <0.5 pg/ml. On (B)(6) 2025: the first repeat result with the patient sample in the original tube was 78.77 pg/ml. On (B)(6) 2025: the second repeat result with the patient sample in a hitachi cup was 22.51 pg/ml. The third repeat result with the patient sample in the original tube was 8.07 pg/ml. The fourth repeat result with the patient sample in a hitachi cup was 22.0 pg/ml. The doctor questioned the initial result, prompting the patient's sample to be rerun.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within the specified ranges. A general reagent problem was not present because the qcs before the event were within the specified ranges. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was due to a preanalytic issue at the customer site (contamination of instrument/surroundings/patient sample with estradiol by the laboratory technologist who uses an estradiol-containing hand cream and did not wear gloves). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.